Event description:
It was reported that precipitation was observed in a solution administration set. This issue was observed during use. The set was placed into paracetamol and run through. The same set was then removed and inserted into a non-baxter solution 1000ml bag and this is when the precipitation was noticed in the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: expiration date: remove ni and add 11/30/2024. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed precipitation inside the chamber. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.